Event description:
The customer reported her blood glucose reached 400 mg/dl less than an hour after the pod was activated. Upon further inspection she noticed the cannula was not inserted into the infusion site and it was lying under the adhesive pad. There was no blood noted in the cannula.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged." Qualification records were reviewed and the product lot met all acceptance criteria.